Event description:
It was reported on (B)(6) 2025, that a grinding noise was heard when the c-arm moves down during a procedure on a selenia dimensions mammography systems, 3d. A field engineer was dispatched to examine the equipment and found that the vertical drag brake needed to be replaced. Additionally, the field engineer found a loose screw within the vertical travel assembly (vta). The field engineer replaced the drag brake and tightened the loose screw. The equipment was tested by the field engineer to ensure that it meets manufacturer specifications and returned to the customer. No patient/user injury was reported.